Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the catheter was implanted on (B)(6) 2012. Shortly after implantation the catheter lost connection to the y-hub: this was repaired so that function was guaranteed. The catheter was explanted last week when the therapy ended. The catheter was broken directly after the y-connection, but it was repaired poorly.